Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump reset after a set change and then alarmed for a motor error during the rewind. The customer changed the reservoir but could not get passed the rewind process. The insulin pump alarmed for a motor error and no delivery. The drive support cap appeared normal and recessed. The blood glucose reading was not given. The insulin pump had not been exposed to a strong magnetic field. The customer will discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.